Manufacturer narrative:
Due to the frail condition of the patient, the doctor has decided to monitor the progress of the patient.

Event description:
A total knee replacement surgery was performed in which an uc (ultra congruent) tibial insert was implanted with a ps (posterior stabilized) femoral component which is not indicated as a compatible combination.